Event description:
It was reported that the target lesion was a long lesion located in the proximal to mid right coronary artery (rca) with heavy calcification. Two non-abbott guide wires were used for extra support. The lesion was pre-dilated, then two unspecified xience stents were implanted without issue. Under angiography, a gap was noted between the two implanted xience stents; therefore a third xience stent was planned to be placed in that area. While trying to cross through the proximally implanted stent, the xience stent could not cross the implanted stent and became stuck on the distal part of the implanted stent. The device could not be advanced further and could not be pulled back. During the attempt to retract the device, the stent dislodged and remained stuck on the previously implanted stent, while only the stent delivery system (sds) was pulled back. A fourth unspecified xience stent was then implanted to compress the undeployed dislodged stent against the vessel wall and the previously deployed stents. No adverse patient sequela was reported. No additional information was provided.

Manufacturer narrative:
(B)(4). It is indicated that the device is not returning for evaluation; therefore a failure analysis of the complaint device could not be completed. A review of the lot history record and complaint history of the reported lot could not be conducted because the lot identification numbers were not reported. Based on the information reviewed, there is no indication of a product deficiency. It should be noted that the xience v everolimus eluting coronary stent system instructions for use states: when treating multiple lesions, stent the distal lesion prior to stenting the proximal lesion. Stenting in this order obviates the need to cross the proximal stent in placement of the distal stent, and reduces the chance of dislodging the proximal stent.

Manufacturer narrative:
(B)(4). Estimated date of event. The stent remains in the patient. Investigation is not yet complete. A follow up report will be submitted with all relevant information.